Event description:
It was reported that during a da vinci-assisted total colectomy procedure, the cadiere forceps broke, and fragments fell into the patient. The instrument was reportedly retracting colon tissue when it broke. The surgical staff converted to laparoscopic surgery to find the two tines that fell into the patient. These pieces were retrieved with a laparoscopic instrument and the laparoscopic surgery was completed successfully with no reported patient injury or post-operative complications. On 08-sep-2020, intuitive surgical, inc. (Isi) received information from the clinical sales associate (csa) and confirmed the following information: the surgeon completed the robotic portion of the procedure before the surgeon elected to convert laparoscopic surgery to retrieve the broken fragments that fell off into the patient from the cadiere forceps instrument. It was the surgeon's preference to convert to a laparoscopic because he felt it was easier to retrieve the missing pieces so he could move more freely through the entire abdomen.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument and images associated with this complaint and failure analysis (fa) confirmed the reported issue and the instrument was found to have broken grips at the grip base. Two pieces measuring approximately .208" x .672" were found to be broken off the grips. Fa concluded this failure is likely caused by excess force applied to the instrument jaws. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. If additional information is received, a follow-up MDR will be submitted. A log review was performed for the cadiere forceps reported in this complaint (pn: 470049-07/ n12200224-0119) and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system ((B)(4)) with 7 uses remaining. The isi clinical sales associate (csa) provided images of the reported issue. No additional review was required as the images confirm the reported issue. This complaint is reportable due to the following conclusion: the cadiere forceps broke (malfunctioned) and fragments fell into the patient. The surgery was completed successfully, however the event necessitated surgical intervention to preclude permanent damage. The surgical staff converted the procedure to laparoscopic surgery to retrieve the fragment(s) that fell inside the patient during the same procedure. The potential harm is an adverse biological response. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.